Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents to verify low battery alert due to failed battery test. Unit had cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced low battery longevity.